Event description:
The patient reported their blood glucose (bg) level reached 442 mg/dl, while wearing the pod between 4 and 24 hours. They reported the pink slide had moved forward, indicating the needle mechanism deployed as intended during activation. However, the patient reported never feeling the cannula insert into their skin and when the pod was removed from the pod site (arm) the cannula was not visible. This indicates the cannula did not deploy as intended during activation. As treatment, the patient administered 10 units of insulin via manual injection.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.3 hardware: iphone14.5 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.